Manufacturer narrative:
An unknown battery explant was reported to abbott. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported patient's ipg was explanted for an unknown reason.